Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and a right atrial (ra) lead showed pacing impedances high, out of range for which an automatic safety switch was triggered. Also, a signal artifact monitoring episode was recorded with minute ventilation termination algorithm. Furthermore, there were atrial tachy response episodes that appear inappropriate due to myopotential over sensing in unipolar sensing. A lead evaluation and other reprogramming options were recommended. The ra and pacemaker remain in service at this time. No adverse patient effects were reported.